Event description:
Caller states that the patient reportedly received the following results on the inform system with comfort curve strips within 10 minutes: 357 mg/dl and 159 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The customer reported that she experienced consecutive high bg readings (378-446mg/dl) within the first day of activating the pod, which prompted her to administer a bolus as well as a manual insulin injection. Her bg successfully lowered over the following four hours. When the pod was removed, she observed "noticeable kinking on the cannula"; despite the kink, no alarm had been initiated. The pod will be returned for eval.